Event description:
The patient was sitting on the shower chair (in the shower), when one of the legs snapped. The patient fell on his butt, but the fall was not hard. There was no patient injury. The part that broke came preassembled. This chair was 19 days old (in use for 19 days) and was rated for 400 pounds. The patient weighs 275 pounds. Item ID# (B)(6).